Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the battery site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had pain at the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had non-device related weight loss and the physician believed that weight loss had attributed to the pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had pain at the battery site. The patient will undergo an explant procedure.